Event description:
It was reported during a scheduled catheter exchange, it was noted the distal segment of this drainage catheter had fractured and remained in the patient. No attempts were made to retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The physician feels the detached segment will pass by normal peristalsis. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. The co's follow up revealed this catheter was in place for approximately 3 months. User technique and/or patient anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system... This catheter should be evaluated by the physician on or before 90 days post-placement."